Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure the patient became hypotensive, requiring cardiopulmonary resuscitation (CPR) and placement on extracorporeal membrane oxygenation (ECMO). Per report, balloon aortic valvuloplasty (bav) was performed with an 18x4 zmed balloon. Post bav and pre valve deployment, the patient became hypotensive and pressors were given. The valve was deployed 50:50 within the aortic annulus. Post deployment tee revealed zero paravalvular leak (pvl) and zero central aortic insufficiency (cai). The patient remained hypotensive and CPR was started and epinephrine was given. The patient continued to remain hypotensive until epinephrine was given through the pigtail catheter. CPR was stopped and the patient became hypertensive. Bicarbonate was administered at this time post blood gas results. The patient eventually maintained her pressure in the 140's over 60's. Upon sheath removal the patient again became hypotensive. Subtracted angiography was performed multiple times revealing no perforation in the iliac or femoral arteries. CPR was again started and epinephrine was given through the pigtail catheter. The patient again became hypertensive. At this point there was much discussion among the medical team with the conclusion being that the patient was acidotic, as the blood gas labs verified. During this discussion the team concluded that the patient should be placed on ECMO and immediately taken to dialysis. During the procedure the patient received a total of 6 units of blood. Post procedure the patient was taken to dialysis. Post dialysis the patient was to be transported to the intensive care unit. Additional investigation revealed the following: post procedure the cause of the hypotensive episodes was discussed with the physicians. At this time the physicians came to a mutual consensus that the patient became acidotic and hypotensive during the procedure, probably due in part to her known underlying renal dysfunction. The patient also did not recover well post rapid ventricular pacing during bav and valve deployment.

Manufacturer narrative:
The device was not returned for evaluation as there is no allegation of device malfunction. Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and the tavr procedure. Hypotension is extremely common during the transaortic valve implant procedure and has multiple potential etiologies, including the effects of anesthesia and rapid ventricular pacing, and is required during bav and subsequent valve deployment. The root cause of the reported intraoperative hypotension in this case cannot be confirmed; however, per report, the patient became acidotic and hypotensive likely due in part to her underlying renal dysfunction. The patient also did not recover well post rapid ventricular pacing during bav and subsequent valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.